Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unknown), but they rec'd a constant "ECG lead off" message in all three leads on the device screen. The medics replaced the ECG cable with another cable, but rec'd the same message. The medics were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returning to zoll technical service department for evaluation. The user facility has attributed the reported device malfunction to user error. In addition, the complainant indicated that the device has been returnd to service and is functioning properly.